Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location to be supplemented)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included obesity on (B)(6) 2015, anemia on (B)(6) 2015, depression and pain ankle. Concurrent conditions included obesity, irregular periods since 2008, polycystic ovaries since (B)(6) 2015, genital pain since (B)(6) 2015, bacterial vaginosis since (B)(6) 2015, vulvovaginal candidiasis since (B)(6) 2015, chronic pain since (B)(6) 2015, menstrual cramp since (B)(6) 2015 and chronic back pain since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced fatigue ("extreme bouts of fatigue / fatigue"). In (B)(6) 2008, the patient experienced vaginal infection ("infection") with vaginal discharge. On (B)(6) 2008, the patient experienced the first episode of dysgeusia ("other injury(ies) or complication(s) (metallic taste in mouth)"). In (B)(6) 2008, the patient experienced the second episode of dysgeusia ("metallic taste in her mouth"). On (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation, prolonged / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2009, the patient experienced menstrual disorder ("abnormal menses") and pruritus ("itching"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea(cramping)") and rash ("rashes / rashes or skin conditions"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, migraine ("severe migraines / migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced alopecia ("hair loss / hair loss"). On an unknown date, the patient experienced arthralgia ("hip pain") and uterine pain ("uterus pain"). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal infection, fatigue, the last episode of dysgeusia, dyspareunia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, rash, pruritus, weight increased, migraine, alopecia, vaginal haemorrhage, headache, arthralgia and uterine pain had not resolved. The reporter considered alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pruritus, rash, uterine pain, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound pelvis - on 8-sep-2015: essures are in correct location. On (B)(6) 2015 ultrasound pelvic transvaginal should- essures are in correct location. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: 220.00 lbs. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records abnormal bleeding vaginal, vaginal discharge, gained weight, pelvic pain, hip pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records was received. Events added from pfs- abnormal bleeding vaginal, headaches, weight gain, metallic taste in mouth, hip pain, abdominal pain, uterine pain. Concomitant disease, historical condition, she did not undergo essure confirmation test were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location to be supplemented) :protruding fallopian tubes, pushing uteran wall"), impaired gastric emptying ("gastroparesis") and type 1 diabetes mellitus ("diabetes type I") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included obesity on(B)(6) 2015, anemia on (B)(6)-2015, depression, pain ankle, bipolar disorder in 1990, chlamydial infection in 2003 and ovarian cyst in 2007. Previously administered products included for an unreported indication: nuvaring from (B)(6)-2006 to (B)(6)2007. Concurrent conditions included obesity, irregular periods since 2008, polycystic ovaries since (B)(6)2015, genital pain since(B)(6)2015, bacterial vaginosis since (B)(6)-2015, vulvovaginal candidiasis since (B)(6)2015, chronic pain since (B)(6) -2015, menstrual cramp since (B)(6)2015 and chronic back pain since (B)(6) 2015. Concomitant products included citalopram since (B)(6)2017, insulin (humalog [insulin]) since (B)(6)2017, insulin detemir (levemir) since (B)(6)2017, metformin since (B)(6)2017, methocarbamol since 2017 and trazodone since (B)(6)2017. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, 1 month after insertion of essure, the patient experienced fatigue ("extreme bouts of fatigue / fatigue"). In (B)(6)2008, the patient experienced blood testosterone increased ("high testosterone levels"), dental caries ("dental problems: decaying teeth") and nausea ("nausea"). On (B)(6)2008, the patient experienced the first episode of dysgeusia ("other injury(ies) or complication(s) (metallic taste in mouth)"). In (B)(6)2008, the patient experienced the second episode of dysgeusia ("metallic taste in her mouth") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced back pain ("severe back pain"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation, prolonged / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6)2009, the patient experienced menstrual disorder ("abnormal menses") and pruritus ("itching"). On (B)(6)2009, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea(cramping)") and rash ("rashes / rashes or skin conditions"). In (B)(6)2009, the patient experienced weight increased ("weight gain"). On (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, migraine ("severe migraines / migraines") and headache ("headaches"). On (B)(6)2010, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6)2016, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant). In (B)(6)2017, the patient experienced impaired gastric emptying (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("hip pain"), uterine pain ("uterus pain"), vulvovaginal mycotic infection ("yeast infection") with vaginal discharge, vulvovaginal rash ("vaginal skin rash") and barrett's oesophagus ("gastrointestinal and digestive type condition type: barretts esophagus"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, the last episode of dysgeusia, dyspareunia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, rash, pruritus, weight increased, migraine, alopecia, vaginal haemorrhage, headache, arthralgia and uterine pain had not resolved and the impaired gastric emptying, type 1 diabetes mellitus, blood testosterone increased, allergy to metals, vulvovaginal mycotic infection, depression, anxiety, vulvovaginal rash, dental caries, nausea and barrett's oesophagus outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, barrett's oesophagus, blood testosterone increased, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, type 1 diabetes mellitus, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal rash, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound pelvis - on (B)(6)2015: essures are in correct location. On (B)(6)2015 ultrasound pelvic transvaginal should- essures are in correct location. Current weight as of (B)(6)2018: 175 lbs.. Approximate weight at the time of essure placement: 220.00 lbs current weight 175 lbs. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records abnormal bleeding vaginal, vaginal discharge, gained weight, pelvic pain, hip pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet received. Event barrett's esophagus was added. Event onset date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device (location to be supplemented) :protruding fallopian tubes, pushing uteran wall"), impaired gastric emptying ("gastroparesis") and type 1 diabetes mellitus ("diabetes type I") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included obesity on (B)(6) 2015, anemia on (B)(6) 2015, depression, pain ankle, bipolar disorder in 1990, chlamydial infection in 2003 and ovarian cyst in 2007. Concurrent conditions included obesity, irregular periods since 2008, polycystic ovaries since (B)(6) 2015, genital pain since (B)(6) 2015, bacterial vaginosis since (B)(6) 2015, vulvovaginal candidiasis since (B)(6) 2015, chronic pain since (B)(6) 2015, menstrual cramp since (B)(6) 2015 and chronic back pain since (B)(6) 2015. Concomitant products included citalopram since (B)(6) 2017, insulin (humalog [insulin]) since (B)(6) 2017, insulin detemir (levemir) since (B)(6) 2017, metformin since (B)(6) 2017, methocarbamol since 2017 and trazodone since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month after insertion of essure, the patient experienced fatigue ("extreme bouts of fatigue / fatigue"). In (B)(6) 2008, the patient experienced blood testosterone increased ("high testosterone levels") and nausea ("nausea"). On (B)(6) 2008, the patient experienced the first episode of dysgeusia ("other injury(ies) or complication(s) (metallic taste in mouth)"). In (B)(6) 2008, the patient experienced the second episode of dysgeusia ("metallic taste in her mouth") and allergy to metals ("nickel allergy"). On (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced back pain ("severe back pain"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal, heavy bleeding during menstruation, prolonged / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6)2009, the patient experienced menstrual disorder ("abnormal menses") and pruritus ("itching"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea(cramping)") and rash ("rashes / rashes or skin conditions"). In 2009, the patient experienced dental caries ("dental problems: decaying teeth"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, migraine ("severe migraines / migraines") and headache ("headaches"). On 1-jul-2010, the patient experienced alopecia ("hair loss / hair loss"). In 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced type 1 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced impaired gastric emptying (seriousness criterion medically significant). On an unknown date, the patient experienced arthralgia ("hip pain"), uterine pain ("uterus pain"), vulvovaginal mycotic infection ("yeast infection") with vaginal discharge and vulvovaginal rash ("vaginal skin rash"). Essure treatment was not changed. At the time of the report, the device dislocation, fatigue, the last episode of dysgeusia, dyspareunia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder, rash, pruritus, weight increased, migraine, alopecia, vaginal haemorrhage, headache, arthralgia and uterine pain had not resolved and the impaired gastric emptying, type 1 diabetes mellitus, blood testosterone increased, allergy to metals, vulvovaginal mycotic infection, depression, anxiety, vulvovaginal rash, dental caries and nausea outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, blood testosterone increased, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, impaired gastric emptying, menorrhagia, menstrual disorder, migraine, nausea, pruritus, rash, type 1 diabetes mellitus, uterine pain, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal rash, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Ultrasound pelvis - on (B)(6)2015: essures are in correct location. On (B)(6)2015 ultrasound pelvic transvaginal should- essures are in correct location. Current weight: 221.00 lbs. Approximate weight at the time of essure placement: 220.00 lbs concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records abnormal bleeding vaginal, vaginal discharge, gained weight, pelvic pain, hip pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received - new event "high testosterone levels, nickel allergy, yeast infection, depression, anxiety, vaginal skin rash, diabetes type I, dental problems: decaying teeth, gastroparesis, nausea" were added. New reporter were added. Concomitant medication were added. Previously reported event vaginal infection was updated to yeast infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.